Event description:
Notified on 07/30/2005 that allograft used on (B)(6) 2005 grew the following cultures: candida albicans lactobacillus species bacteriodes fragilis group gardnerella vaginalis (aerobic) negative for anaerobes.